Manufacturer narrative:
Abbott molecular is investigating this complaint in (B)(4). Medical device report (MDR) 3005248192-2009-00003 was sent to the FDA on (B)(4), 2009 for a similar issue of broken slides from pathvysion probechek slides.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported that one slide box of the cgh normal male metaphase slides 2 x 5 slides (list number 06j96-01) had arrived with the lid open and the slides were outside of the box. One slide was broken. The customer took care when taking out the slides to avoid being injured. No injury was reported.